Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding. It was also reported that display screen was broken. Customer's blood glucose was not reported. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with missing segments and partial display due to bleeding lcd glass also, arrow buttons did not respond due to flattened button dome switches. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to button keypad anomaly. No unlock on lcd keypad connector noted. No broken or cracked on lcd glass noted. The insulin pump passed idle current test. The insulin pump had cracked case at the display window corners and cracked reservoir tube lip.